Manufacturer narrative:
Complaint conclusion: during treatment of an in-stent restenosis (isr) of a smart stent, a 5x200mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion after a guidewire crossed; however, it ruptured at approximately ten (10) atmospheres (atm) during its initial inflation. Therefore, it was replaced with a non-cordis balloon catheter of the same size. The procedure was completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. Multiple attempts to gather additional information have been made and have been unsuccessful. The device was not returned for analysis. A device history record (DHR) review of lot 17627898 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (in-stent restenosis) may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the saber¿s DHR nor the information available suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during a smart isr, a guidewire crossed the lesion and a saber rx (5mm20cm155) percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion. However, it ruptured at approximately 10 atmospheres during its initial inflation. Therefore, it was replaced with a non-cordis balloon catheter of the same size. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. Multiple attempts to gather additional information have been made and have been unsuccessful.